Manufacturer narrative:
(B)(4): no failure detected and product performed within specification.no product or batch non-conformance was identified. The patient samples were not requested back as they were stored in microbank tubes which is not a validated sample type for this test. Therefore, the sample material was sent for sequencing. Upon investigation there was no trend found in the field. Qc release data for (B)(4) was reviewed and the issue of false (B)(6) results has not been observed. There have not been any manufacturing non-conformance reports for batch p03115.according to the sequence analysis report, the sample was determined to be type re14. The re14 sequence that was obtained lacks an (B)(4) advanced test upstream primer binding site, and therefore cannot be amplified. This is likely the cause of the false-(B)(6) results for batch p03115. The lc (B)(4) advanced test is only designed to detect (B)(4).(B)(4).

Event description:
A customer site in (B)(6) alleged that false (B)(6) results were generated with the lightcycler (B)(4) advanced test for use with the lightcycler 2.0 ce-ivd (m/n 05352894190; batch p03115).

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. (B)(4).